Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient the patient did not recharge the ipg as recommended. It is unknown if the device was inoperable. Regardless, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Event description:
Follow-up information revealed the patient did not recharge the ipg as recommended and has been without stimulation for over a year.